Event description:
It was reported that through remote transmission, inappropriate auto mode switch episodes were observed due to competitive atrial pacing. The patient was asymptomatic and has a history of atrial tachycardia and retrograde pacemaker mediated tachycardia. Programming changes were made. The patient will continue to be followed via remote transmissions and office visits.